Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical infusion pump triggered occlusion alarm during infusion. No adverse patient effects were reported.